Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert was triggered, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Continuation concomitant medical products. Model: dtba1d1, crt-d, implanted: (B)(6) 2016 this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) had been beeping/sounding an audible alert. Upon interrogation is was discovered the right ventricular (rv) lead had triggered a lead integrity alert (lia) with oversensing noise, increased sensing integrity counter (sic) and multiple high rate non-sustained episodes. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.